Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that some anomalies were noted with this device. The silicone was protruding from the header. The connector was not clear, making it unable to visually determine if the distal part of the lead was fixed. There were slight thickenings which were visible and palpable up to the first setscrew. This device was implanted and remains in service. No adverse patient effects were reported.